Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in her right eye (od). The patient reported had lost vision due to problem with the cornea, such as corneal edema (swelling). The patient had epithelial basement cell dystrophy, where scraping of the cornea was needed. The lens was implanted on (B)(6) 2012 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the facility confirmed the patient report. The date of the last visit was (B)(6) 2015. The facility indicated the patients condition was pre-existing and the patients vision will fluctuate/ongoing. Patients bcva was 20/20. The patient also has dry eye, which also is pre-existing. The patients prognosis is good. (B)(4).